Event description:
User reportedly obtained results of 391mg/dl and 152mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.